Event description:
The customer reported that while running an htlv-I assay, summit sample handler did not dispense sample or reagent into wells a5,a9,a10,a12,b6 and f10. No error message was given. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.